Event description:
Patient with chb. Rate 35-40 when set at vvi 78. Device checked & found to have turned itself off. Battery replaced. While checking settings, device turned itself off again despite new battery x2. No battery fail indicator shown. During episode, pt admin 500mg atropine & commence IV isopredine.